Manufacturer narrative:
(B)(4).

Event description:
Pt called in reporting that when she click the g7 app, the screen turns black. There is no error message, pt just describe it that the screen turns black.